Event description:
The report indicates that blood leakage was noted in upper part of gas section during cardiopulmonary bypass. The device was changed out with no pt compromise. The device was disposed of the by hosp.